Event description:
It is reported that the devices were implanted in 2002, and were revised in 2005, due to breakage.

Event description:
It is reported that the devices were implanted on april 15, 2002, and were revised on april 14, 2005, due to breakage.

Manufacturer narrative:
Evaluation summary: x-rays not available for review. Exact cause for existing situation are unk. Stem exhibits fracture damage at location where stem & distal section of taper body converage. Body component shows slight burnishing marks on medial portion & distal medial edge shows add'l burnishing, which may indicate propagation from lateral to medial direction. Mfg records are intact, conforming & indicate mfg to specification. Scanning electron microscope examination showed fatigue striations & beach marks indicating fracture occurred by fatigue. Crack appears to have originated by fretting fatigue. Energy dispersive spectroscopy analysis of material showed ti, al & v elemental peaks typical of tivanium titanium alloy.